Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: (B)(4) 2015 for one of the controllers indicate "normal power consumption". Additional notes: 2 electrical fault alarms on (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 2 of 3 reports (3007042319-2015-02009, 02010 and 02011) submitted for devices related to the same patient. Evaluation in progress.

Event description:
It was reported from (B)(6) that "hospital informed manufacturer representative about two electrical fault events on a patient during the night of (B)(6) 2015." "After internal discussion staff decided to exchange the controller." "Later another electrical fault appeared." "Manufacturer representative went to site on (B)(6) 2015 to inspect the system." "External inspection showed a cloudy black wire to the very distal end about 10cm in lengths." "Electrical fault was not reproducible." "Internal inspection showed a visible contamination within the drive line connector and the primary connector socket of the controller." "Substance was white/greenish and slimy." Manufacturer representative "performed a cleaning procedure following protocols and procedures to clean the drive line connector." "Two cycles were necessary with a pump off time of 60 sec. Each." "Staff mentioned that the patient tolerated the pump off time very good." No preparations were needed to perform the driveline cleaning. Both controllers "were removed from service due to contamination." No further information available. Investigation is ongoing. This MFR report is 2 of 3 related to the same event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.